Event description:
Customer reported the collimator only closes half way and the image has a half moon in it. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended. (B) (4).